Event description:
The surgeon reported one case of endophthalmitis at the four day post-op visit following a routine phaco procedure on the od. The pt had a vitrectomy and intra-vitreal injection of antibiotics. The pt's outcome is unk at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.